Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery. The customer explained that she started using her new insulin pump and every time she connects, it would say no delivery. She stated that her doctor thinks there might be an insulin pump malfunction because she had tried different site areas. Blood glucose value is unknown. Troubleshooting was not performed as the customer did not have the device at the time of the call. The device will not be returned for analysis.